Manufacturer narrative:
Exemption number e2019001permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The delivery system was discarded and the stent remains in patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that an unspecified xience sierra stent was implanted on (B)(6) 2019 after the patient was presented with a st-elevation myocardial infarction (stemi). The patient stopped taking the prescribed dual anti-platelet therapy on (B)(6) 2019. The patient was readmitted on (B)(6) 2019 with another stemi and stent thrombosis. Balloon angioplasty was performed to treat the thrombosis. No additional information was provided.

Event description:
Additional information: the complaint device was a 2.75 x 18 mm xience sierra stent.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. The reported patient effects of thrombosis and myocardial infarction listed in the xience sierra everolimus eluting coronary stent systems instructions for use, as known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.